Manufacturer narrative:
The scale weighing inaccurately has the potential to cause serious injury or death. The technician replaced the left foot load beam in order to resolve the problem.

Event description:
An account stated that the scale of this bed was reading incorrectly.